Manufacturer narrative:
H3: device analysis found that there were no abnormalities were observed during the incoming inspection. H6: the codes fdr c19, fdc d20 and img g02030 are applicable for nim mainframe. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis found that ch2 could not be inserted during the incoming inspection. Furthermore, it was found that the connector was difficult to connect to the main unit. H6: the codes fdr c07, fdc d02 and img g02004 are applicable for nim patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, a malfunction of patient interface number 2 was observed, the procedure was completed with the same device. There was no patient involvement.